Event description:
It was reported that during the implant of this left ventricular (lv) lead, high pacing threshold was observed. After connection to the cardiac resynchronization therapy defibrillator (crt-d), there was no capture on the lv channel at normal sensing. Technical services (ts) was consulted and recommended troubleshooting to exclude lead impairment and dislodgement. At this time, the physician decided to keep the system programmed to right ventricular (rv) only with long av delay - backup pacing support for now. There were no adverse patient effects reported.

Event description:
It was reported that during the implant of this left ventricular (lv) lead, high pacing threshold was observed. After connection to the cardiac resynchronization therapy defibrillator (crt-d), there was no capture on the lv channel at normal sensing. Technical services (ts) was consulted and recommended troubleshooting to exclude lead impairment and dislodgement. At this time, the physician decided to keep the system programmed to right ventricular (rv) only with long av delay - backup pacing support for now. There were no adverse patient effects reported. Information later received from the field indicates there are no current plans for further lead troubleshooting at this time. Should additional information be received in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.